Manufacturer narrative:
An investigation into this event is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead experienced a ventricular tachycardia (vt) and was hospitalized. Interrogation of the ICD revealed that only anti-tachycardia pacing (atp) was delivered. It appeared that there was some undersensing and there was no pacing, resulting in the patient's heart rate to be 35 bpm. The pacing threshold measurement was 2.4 volts, sensing at 1.8 mvolts, and a pacing impedance measurement of 350 ohms. A memory download was performed and sent to boston scientific technical services (ts) for review. No additional adverse patient effects were reported.

Manufacturer narrative:
Once any further information becomes available, this report will be updated.

Event description:
A ts consultant reviewed the memory download and noted that in the first episode, the vt was initially sensed and the ICD began to charge. Due to a drop in the r-wave amplitudes below the sensing floor, the charge was diverted. The ICD then started pacing which continued until the end of the episode. The patient was still experiencing a vt but all amplitudes continued to fall below the sensing floor. A second episode was recorded which was a continuation of the vt. There was an increase in the r-wave amplitudes and the ICD started detecting the vt. As programmed, the ICD delivered atp. Post atp delivery, the amplitudes again dropped below the sensing floor and the device started to pace. The vt had continued but once again, the amplitudes were under the sensing floor. The ts consultant also discussed that the lead had exhibited low intrinsic r-wave amplitudes for over a year. A combination of poor sensing and the sensing algorithm contributed to the observations. Lead revision was strongly suggested. This information was to be communicated to the physician.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision was performed and the ICD and rv lead were explanted and successfully replaced. No additional adverse patient effects were reported. Neither product is expected to be returned.